Event description:
Correction: it was reported through a research article that tendril leads exhibited impedance problem due to insulation damage. An insulation defect was described as a malfunction exhibiting sensing noise artifact or major pectoral muscle stimulation related to the body motion. The leads were explanted and replaced on each patient. The patients were not in serious condition due to this issue; and were able to recover after the intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article that tendril leads exhibited impedance problem due to insulation damage. The leads were explanted and replaced on each patient. The patients were not in serious condition due to this issue; and were able to recover after the intervention.